Event description:
The patient reportedly experienced a shock in the implant region while getting a massage. X-rays were performed which ruled out migration. As of (B)(6) 2025, the patient has not experienced any additional shocks, the patient is doing better and continues to use the device as they were prior to the shock. It is unknown which neurostimulator emitted the shock. Therefore, both devices were included in the investigation.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. The questionnaire was completed by quality with limited information. The patient experienced a shock while receiving a massage in the implant region. Additionally, the transmitter assembly was in use when the shock occurred. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7, "unexpected changes in stimulation - electromagnetic interference, changes in posture, and other activities can cause a perceived increase in stimulation. Some patients have described this as a jolting or shocking sensation. Before engaging in activities that could become unsafe, the system should be turned off. Discuss these activities with the clinician." The stimulator is used to treat pain. The cause of the shock is due to non-compliance to the IFU as the patient received a shock while receiving a massage in the implant region (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.